Event description:
It was reported that the spinal cord stimulation (scs) patient had a non-device related fall with impact over the implantable pulse generator (ipg) site. After the fall, the patient experienced pain and swelling at the ipg site in the buttock and leg. Additionally, the patient experienced intermittent stimulation resulting in a return of pre-existing pain in the hip. Therefore, the patient was hospitalized for assessment and then later discharged when it was determined that the patient was expected to fully recover. Additionally, a database analysis was performed after the patients fall which identified a bluetooth fault code when charging the ipg battery. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient.

Manufacturer narrative:
Additional information provided in block d6a: implant date.

Event description:
It was reported that the spinal cord stimulation (scs) patient had a non-device related fall with impact over the implantable pulse generator (ipg) site. After the fall, the patient experienced pain and swelling at the ipg site in the buttock and leg. Additionally, the patient experienced intermittent stimulation resulting in a return of pre-existing pain in the hip. Therefore, the patient was hospitalized for assessment and then later discharged when it was determined that the patient was expected to fully recover. Additionally, a database analysis was performed after the patients fall which identified a bluetooth fault code when charging the ipg battery. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient.

Manufacturer narrative:
Correction in blocks h6, h7, h9 and h11. A field safety notice (fsn; 97178176b-fa) was delivered to physicians in july 2024 communicating the potential for the wavewriter alpha spinal cord stimulation (scs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the spinal cord stimulation (scs) patient had a non-device related fall with impact over the implantable pulse generator (ipg) site. After the fall, the patient experienced pain and swelling at the ipg site in the buttock and leg. Additionally, the patient experienced intermittent stimulation resulting in a return of pre-existing pain in the hip. Therefore, the patient was hospitalized for assessment and then later discharged when it was determined that the patient was expected to fully recover. Additionally, a database analysis was performed after the patients fall which identified a bluetooth fault code when charging the ipg battery. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient.

Event description:
It was reported that the spinal cord stimulation (scs) patient had a non-device related fall with impact over the implantable pulse generator (ipg) site. After the fall, the patient experienced pain and swelling at the ipg site in the buttock and leg. Additionally, the patient experienced intermittent stimulation resulting in a return of pre-existing pain in the hip. Therefore, the patient was hospitalized for assessment and then later discharged when it was determined that the patient was expected to fully recover. Additionally, a database analysis was performed after the patients fall which identified a bluetooth fault code when charging the ipg battery. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient.

Manufacturer narrative:
Corrections to supplemental report 3 in blocks h6 and h7.

Manufacturer narrative:
Additional information provided in block d4: serial number.

Event description:
It was reported that the spinal cord stimulation (scs) patient had a non-device related fall with impact over the implantable pulse generator (ipg) site. After the fall, the patient experienced pain and swelling at the ipg site in the buttock and leg. Additionally, the patient experienced intermittent stimulation resulting in a return of pre-existing pain in the hip. Therefore, the patient was hospitalized for assessment and then later discharged when it was determined that the patient was expected to fully recover. Additionally, a database analysis was performed after the patients fall which identified a bluetooth fault code when charging the ipg battery. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient.